Manufacturer narrative:
On (B)(6) 2015 customer reported that the reason for the over-delivery was due to customer entering an incorrect carb value. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested and delivered too much insulin. Customer contacted tandem technical support and asked how the bolus could be stopped. Tandem technical support explained how the bolus could be stopped. It is unknown if the over-delivery impacted the customer's blood glucose level as the customer did not respond to multiple follow up attempts.